Manufacturer narrative:
Per tandem¿s t:slim g4 user guide: an incomplete bolus alert occurs when "you started a bolus request but did not complete the request within 90 seconds." No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported an incomplete bolus alert occurred. The customer's blood glucose (bg) level was 380 mg/dl and a manual injection was administered to address the bg level. Tandem technical support educated the customer in regards to this alert.